Event description:
Patient stated she did not fall down but she did "fall into" the rail but already was having the return of symptom prior to that. The "fall" was a day prior to call. The patient stated the symptom has returned to pre-implant, pre-trial lack of symptom control which was noted as sudden. Additional information reported 5 days later indicated that patient was seeing decrease in amount of pads during daytime but no change at night time, still went through 5 pads and she was not getting to the restroom. The patient stated she was groggy after the surgery, the first, second and third day were pretty good. The patient therapy was current on at 2.5 on program 1. During troubleshooting patient stated she realized she was turning stim off after using the patient programmer (pp). The patient reported stopped feeling stimulation. The also reported that they fell and hurt their ribs. The patient call a day later after this call stating that she was still having to change her pads multiple times on the day of this call without even know she had wet herself. Patient reported she had felt a sharp pain and discomfort at settings 2.5v so she used the pp to turn stim down to 2.0v and now the pain and discomfort has gone away. Additional information reported on (B)(6) 2016, patient was still having incontinence as previously reported in particular at night, and going through pads. Patient stated she had tried increasing above 2.4 on program 1 again but it was still uncomfortable so she lowered to a comfortable level. Patient requested further assistance and mentioned she has only been on program 1. Patient changed from program 1 to 2 and set it to 1.2, which was comfortable (1.3 had been uncomfortable). Patient also noted that her side had begun hurting prior to the call. The patient was directed to follow-up with their hcp. Patient has appointment in (B)(6) and would report symptom control and at that time. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.